Event description:
The funeral home reported that the patient was buried and they would not have explanted the patient's device prior to burial. The physician's office reported that the patient was last seen in (B)(6) 2013 and that the vns was checked and was working properly at that time.

Event description:
On (B)(6) 2014, it was reported that this vns patient had passed away. Review of an online obituary showed the date of death to be (B)(6) 2014. Review of the patient's programming history revealed that history from implant to (B)(6) 2013. Attempts for additional relevant information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history.